Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient's right ventricular lead exhibited oversensing of noise. The lead was removed and replaced. The patient was stable.

Manufacturer narrative:
Correction: b5 should reflect lead revision rather than explant d6b should be blank.

Event description:
It was reported that the patient's right ventricular lead exhibited oversensing of noise. The lead was capped and replaced on (B)(6) 2021 the patient was stable.